Event description:
A customer contacted beckman coulter in regards to a leak on unicel dxc 800 pro synchron clinical system. The leak was found at the wash tower block when the customer was replacing the wiper. The customer was wearing personal protective equipment and no injury was reported.

Manufacturer narrative:
A bci field service engineer replaced the cuvette wash tower vacuum probe and the system was resumed.